Manufacturer narrative:
Radiographic image review assessed that 1. Saggital CT scan l4-5 interbody graft and pedicle screw present. Scroll of saggital CT scan shows position of graft into l5. 2. Magnified CT scan of interbody graft. Saggital scroll of CT scan confirmed to show interbody graft only. 3. Magnified CT scan of interbody graft appears different than 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in l 4/5 misplif spinal therapy for degenerative disc disease. It was reported that patient had recurrent leg symptoms and back pain. There were no further complications or symptoms reported. Additional information was received via manufacturer representative that the cage has collapsed its expansion and patient had no fusion. There is no revision surgery is scheduled at the moment.